Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine inspection, the device was found fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item # 42527100910 lot # 64801356 found it to exhibit signs of repeated use and the posterior of the medial condyle feature has fractured off all pieces were returned reference attached prints and photographs. The device history records for item # 42527100910, lot # 64801356 & receiving inspection report for item # 42527150910, lot # 80933748 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR¿s were reviewed for deviations and/or anomalies deviations and non-conformances were found one piece was scrapped for defective material. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.